Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2019 due to hypoglycemia. The customer's blood glucose level was 4.2 mmol/l at the time of the incident, the current blood glucose level was 5.4 mmol/l, and the blood glucose level at the time of hospitalization was 4.3 mmol/l. The customer was assisted with troubleshooting. The customer was experiencing low blood glucose levels for the past months. The customer reported that they had been using the insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the auto mode was automatically delivering insulin at the time of low blood glucose event. It was reported that the customer does not allege the insulin pump was over delivering. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Clarification has been made to the notes in event description.

Event description:
It was reported that the auto mode feature was on at the time of the reported event. It was stated that the customer's low blood glucose was treated with glucose tablets. The customer was not advised to discontinue use of the insulin pump. Rather, he was advised to monitor the insulin pump and call back as needed.